Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an 8.5 cm abdominal aortic aneurysm approximately 26 months ago. The patient had a large left hypogastric artery aneurysm and bilateral common iliac artery aneurysms. It was reported that the left hypogastric was coil embolized and the right hypogastric artery was treated with an 18 x 24 mm flared iliac limb which was recently found to have lost seal and there was a distal type 1 endoleak present. The aneurysm has grown to 10 cm in diameter. This patient was not compliant with follow-up. The distal type 1 endoleak was successfully repaired with an additional flared stent graft and a 28 mm aortic cuff. It was reported four years later that the bifurcated stent graft migrated due to disease progression and aortic neck angulation. The aneurysm was 12 cm in diameter. There was a type iii endoleak also noted due to stent graft separation. Two endurant stent grafts were implanted and successfully resolved the type iii endoleak and the stent graft migration. It was reported that 5 months post endurant stent graft implantation the patient presented with an increasing abdominal aortic aneurysm measuring 13.0 x 11.5 cm (previously 12.4 x 10.7 cm) and a contained ruptured aneurysm. There was no confirmed endoleak. The cause of the aneurysm expansion was reported as undetermined. The physician elected to reline the previously implanted grafts with an endurant (B)(4) limb on the right side and a (B)(4) endurant limb on the left side, placing them both approximately 3 cm above the flow divider of the aneurx bifurcated stent graft. The physician extended the left iliac with a (B)(4) aneurx stent graft. On final angiography the rupture aneurysm appeared resolved. No additional clinical sequelae were reported. Exact date of the event is unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (rupture, aneurysm enlargement), (cause is unknown). Evaluation, conclusion: (cause is unknown).